Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer received a motor error during a basal. Customer's blood glucose was unknown. Troubleshooting was not completed as the insulin pump was not present with the mother. The mother declined to return the product for analysis.